Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The user had attempted a pump reset before contacting support, but the issue remained unresolved, with three instances of the error being confirmed in the history. A replacement pump was organized as the device was still under warranty, and the customer was instructed on how to prepare and return the faulty pump using a pre-paid label, which they understood and acknowledged.